Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A sales associate reported on a post market surveillance survey, "lactosorb performance is very good, but the fixability is not very good. Discs are prone to move. Second the product rod is very brittle, easy to break off." More information was requested but has not been received at this time.